Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction a4- patient weight. Correction e1- initial reporter name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient experienced ineffective therapy after golfing. Surgical intervention was undertaken on (B)(6) 2025 wherein patients leads were explanted and replaced to address the issue.